Event description:
The pt didn't recharge the implantable neurostimulator (ins) for approx 6 months; the pt was dissatisfied with the stimulation and had problems with recharge coupling. The ins was in an over discharged state. Numerous attempts were made to recharge the ins with the physician mode recharge procedure; problems without coupling prevented recharging. Since the pt was very thin and the ins was bothering him where it was, the surgeon decided to replace it. There was no pt injury. The pt recovered without sequela.

Manufacturer narrative:
The neurostimulator has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.